Event description:
Customer's family member called to report the cannula came out of the skin while pt was playing and riding bicycle for approximaetly three hours. It was stated that the pump had an alarm and the driver arm was not tight. Device was not dropped, bumped, or exposed to moisture.